Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) and engineering led an evaluation of two photographs of a plastic remnant of a device opened by the account without the packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the photograph and an evaluation of the photo. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Since the instrument was not received, engineering noted no objective evidence was found during the investigation to associate the reported condition to a manufacturing assembly process. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient had hysterectomy procedure on (B)(6). Endo catch device was used and procedure went well. Some time after procedure, patient was complaining of abdominal pain. Went to emergency room for evaluation. Had dehiscence on vaginal cuff and leakage. Reoperation occurred on (B)(6). Surgeon found the top part of the collection bag that goes over the metal ring had sheared off into patient's abdomen. Piece was removed. It is undetermined what caused vaginal cuff dehiscence and leakage. The plastic piece was close to the vaginal cuff dehiscence/defect. They cannot confirm if there is an association between the removed bag remnant and the abdominal pain the patient experienced. Recovering from second surgery well.